Event description:
Clinical engineer requested an event log review due to an overinfusion complaint. Nursing reported to him that a secondary infusion was programmed to infuse over 30 minutes but was found empty in 15 minutes. Discussed possibility and likelihood of check valve failure in primary set. He is not sure but does not think the primary was saved. There was no patient harm or medical intervention required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The pcu event logs have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.